Event description:
User reports issue with discrepant ise results for approx 5 pt samples. Erroneous results were not reported. Repeat results occurred on different analyzer, same methodology. Exact pt data not provided, only a general example of an initial sodium result of 850 mmol/l, repeat result normal. The field service rep found the cause of the discrepancy to be fibrin in the sipper line which was cleaned. Performance tests were performed and within specification.